Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A replacement surgery was performed. The patient was noted to be in recovering. No more information available at the moment. Should additional information become available, it will be provided.